Event description:
Info received indicates the left siderail is not latching.

Manufacturer narrative:
The technician replaced the missing roller guide, screw and spacer bushing to repair the stretcher.